Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic pt gas system's (epgs) sweep gas shut down and the unit required calibration. The user facility recalibrated the epgs; the unit worked for a minute, and then required another calibration. As a result, an alternative device was employed. There was a two minute delay as ventilation issues were addressed by connecting the gas line of the oxygenator to the oxygen supply of the anesthesia ventilator machine. The surgical procedure was completed successfully with no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.